Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. Approximately one year later, the patient required surgery for an intestinal obstruction. During the procedure it was noted that there were three holes in the mesh, where the bowel passed the mesh. The defect was repaired with a new mesh product. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch bkg498, mfg date: 09/252009, exp date: 10/31/2011; batch cjg403, mfg date: 08/11/2010, exp date: 07/31/2012; batch ceg233, mfg date: 05/06/2010, exp date: 04/30/2012; batch cbg076, mfg date: 02/09/2010, exp date: 01/31/2012. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.